Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where a sensor broke removal on (B)(6) 2026. According to the hcp, the sensor fractured into two pieces beneath the dexamethasone ring. The first portion was removed quickly, while the second required additional time. All pieces of the sensor were successfully retrieved and kept for return. An RMA was created for the return of sensor for investigation.